Event description:
As reported to coloplast though not verified, patient had aris tot implanted. Later, patient was admitted with nectrotising fascitis over left groin; was septicemic and admitted to itu. Patient is also diabetic and has stenosis of superficial branch left femoral artery which may have contributed to the cause. Had persistent discharge from the groin until tape was extruded from the vagina. Tape was trimmed in clinic. MRI scan shows no residual collection in groin.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.